Event description:
It was reported to philips that system's c-arm geometry movements as well as the table were unavailable. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was performing diagnostic procedure, and the procedure was completed by moving the patient to another room. The remote service engineer (rse) checked the system remotely and confirmed that the c-arm geometry movements unavailable. A review of the system logfile confirmed the geometry issue. The rse confirmed that the there was no output on the low voltage power supply on the back of the r cabinet and suggested an onsite work. The fse visited onsite and upon function check the fse found that the power supply had no output and confirmed that power supply was defective. The part analysis of the defective pd. Scomp.dcps (power supply) was performed in which it determined that power supply had no output. To resolve the reported issue, the fse replaced the power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.